Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the infusion set cannula kinked on (B)(6) 2026 as infusion set bumped pulled out his pants up which leads to high blood glucose levels. The patient replaced infusion set and resumed insulin deliveries successfully.